Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the implant was replaced due to normal battery depletion. The patient added they knew something wasn¿t feeling right and their bladder was bothering them. The patient stated they went to adjust stimulation and was having problems with the remote not turning up/down, on/off, or doing anything. The patient stated they met with their representative and they checked the implant and stated it was ¿kaplunk¿ and needed to be replaced. The patient noted the battery only lasted them 4 years. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that their first ins was replaced and the patient was surprised because "it only leased four years." The patient stated that her healthcare provider (hcp) did not mention anything about premature depletion, but it depleted faster than the patient expected. The patient's ins has since been replaced. No patient symptoms were reported.